Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate therapy. The implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing due to the misdiagnosis of supraventricular tachycardia (svt). Initially, the ICD was diagnosing the svt, but then the atrial tachycardia did not conduct causing the misdiagnosis. Programming changes were made. There were no reported patient symptoms.